Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. For the first issue, our engineering evaluation could not verify whether there was any system malfunction and a root cause could not be determined. For the second issue our evaluation revealed a system malfunction happened but a root cause could not be determined. This issue will be further investigated by a field service engineer. For the third, there was a system malfunction. This complaint will be added to a corrective action globus opened to address software issues that do not impact patient safety and will be corrected in a future release of the software. The remainder of the case was successfully completed after the issues were resolved. · for the forth issue engineering evaluation revealed a system malfunction happened but a root cause could not be determined. This issue will be further investigated on (B)(4). The cause of the reported issue was traced to user technique.

Event description:
We lost tracking on ee at 10:20, swapped with a new ee, and the issue resolved. While troubleshooting, the screen went grey and a dialog box opened that said "gps client not responding," which cleared a second later but returned to the user login screen. Logged back in and continued the case. We received a phantom check mark on ll5 at approximately 11:45. Brought robot back in after confirmation shots, and when trying to select ll5 at 12:03 to place the last screw, a message saying "a start up error has occurred" popped up and returned to the user login screen. Logged back in and continued case. Drb placement 10:10, robot in 10:20/out 10:54 (t4-t11), drb moved, in 11:15/out 11:57 (t12-s2), in 12:02/out 12:06 (missed ll5 screw). There wasn't a misplaced screw or any adverse effect on the patient. The surgeon selected ll5 on the navigate page, and somewhere between selecting the screw and moving to trajectory a check mark appeared, so he selected and proceeded to the next screw. We questioned it when there was an extra screw on the back table, but didn't confirm until there was a screw missing on the fluoro. At that point, we brought the robot back in and the surgeon placed the screw without issue.